Event description:
It was reported that the tip of the endoplege catheter broke off; it was not a complete seperation but it is barely attached. This event occured during prep of the catheter and was not used in the patient. The customer has the device to send it.

Manufacturer narrative:
Evaluation results: (B)(6) 2010--the distal tip of the device was visually inspected under 10x magnification and the distal tip is broken just prior to the distal balloon bond. Visually the material appears as if it was torn or pulled apart. Visually there is a kink in the bellows. Water was introduced through all of the device lumens and the water flows from where it should with exception of the infusion lumen which leaks out of the distal tip and the broken portion of the tip. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. We can not determine how or where the distal tip became separated. Visually the material appears as if it was torn or pulled apart. A device history record was performed for this lot and this devices passed all inspections with no nonconformances. Root cause of the event could not be determined. No corrective action is applicable at this time; however, we will continue to monitor trends on a monthly basis and if further action is required, appropriate investigation will be performed.